Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01586.

Event description:
The patient was undergoing a coil embolization procedure in the neuro-vasculature using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed four smart coils into the target vessel using a non-penumbra microcatheter. Next, the physician advanced another smart coil and determined that it was too long; therefore, the smart coil was removed and was no longer used in the procedure. The physician then advanced a shorter smart coil into the target vessel and reported that the smart coil was kicking the microcatheter out of the aneurysm. After advancing the smart coil completely into the aneurysm, the physician used the handle to detach it. Upon retraction of the smart coil pusher assembly approximately five millimeters into the microcatheter, the physician noticed that the embolization coil was still attached to its pusher assembly and was stretched. Subsequently, the embolization coil detached from the pusher assembly. Therefore, the physician used the smart coil pusher assembly to successfully push the stretched part of the embolization coil into the aneurysm. To ensure a safe removal of the microcatheter, the physician advanced a wire to the tip of the microcatheter and successfully removed the microcatheter along with the wire. The procedure was ended at this point. There was no report of an adverse effect to the patient.